Event description:
It was reported that the ventilator was not cycling. No additional information was available. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a damaged front panel, bottom and top case, and relief pressure knob. Timing valve cap is nicked. The customer stated problem was not duplicated. No device problem was found. The device cycles as intended, the defect may be intermittent, impact to the device caused the damages. Replaced input manifold and frequency block as a preventative measure. Replaced casework kit and its labels, re-shaped front panel. The cause of the reported problem was traced to the customer damage of the device (impact). A DHR (device history review) was performed and no problems or issues were identified during this DHR review. The previous service history has been reviewed and deemed unrelated to the current customer reported problem., corrected data: e4: correction: customer reported to FDA: no information. D5: correction: operator of the device: unknown.